Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The overall performance of the alinity I toxo igg reagent was reviewed using field data from customers. The review of field data determined the median patient results for the complaint lot are within the established limits and comparable to historical lot performance. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I toxo igg reagent lot number 61402be00.

Event description:
The customer reported false elevated alinity I toxo igg and provided the following data for two (2) patients. Patient 1: on (B)(6) 2024, sample ID (B)(6) generated a result of 5.3 iu/ml (reactive) and when repeated the next day the result was 0.0 iu/ml (nonreactive). Additional laboratory data: toxo igm was 0.12 s/co (nonreactive). Patient 2: on (B)(6) 2024, sample ID (B)(6) generated a result of 4.4 iu/ml (reactive) and when repeated with and without re-centrifuge, both results were 0.0 iu/ml (nonreactive). Additional laboratory data: toxo igm was 0.13 s/co (nonreactive). The customer reported that both patients have had a negative history and that the customer retested the sample before reporting out the patient results. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity I toxo igg and provided the following data for two (2) patients. Patient 1: on (B)(6) 2024, sample ID (B)(6) generated a result of 5.3 iu/ml (reactive) and when repeated the next day the result was 0.0 iu/ml (nonreactive) additional laboratory data: toxo igm was 0.12 s/co (nonreactive) patient 2: on (B)(6) 2024, sample ID (B)(6) generated a result of 4.4 iu/ml (reactive) and when repeated with and without re-centrifuge, both results were 0.0 iu/ml (nonreactive) additional laboratory data: toxo igm was 0.13 s/co (nonreactive) the customer reported that both patients have had a negative history and that the customer retested the sample before reporting out the patient results. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22and there is a similar product distributed in the us, list number 07p45 - 40/ 07p45 - 45. A1 patient identification: complete list of sample ID's are (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.